Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm bg reading was over 200 mg/dl, and the meter bg reading was 197 mg/dl. This level of inaccuracy does not present significant medical risk according to the parkes error grid. As a result of the auto-bolus, customer's blood glucose (bg) level lowered to 40 mg/dl. No further information was obtained as customer declined troubleshooting with tandem technical support.